Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-10175, 1627487-2019-10176, 1627487-2019-10177. It was reported that high impedances were measured at two of the patient's leads. In turn, the patient underwent surgical intervention to explant and replace two leads. Therapy was restored post-operatively. It is unknown which two of the four leads had high impedances and were replaced, so all the leads are being reported.